Event description:
As reported: dr. Inserted the azur cx .035 into the catheter for placement on a tips revision case. He stated that as he was advancing the coil, it detached from the shaft. He removed the shaft, then injected saline to force the coil out of the catheter. He then used a snare to remove the coil and as he was doing this it unraveled. He removed all products except the sheath and started over. He then placed the catheter and deployed another azur cx .035 with no issues. No patient injury was reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: dr. Inserted the azur cx .035 into the catheter for placement on a tips revision case. He stated that as he was advancing the coil, it detached from the shaft. He removed the shaft, then injected saline to force the coil out of the catheter. He then used a snare to remove the coil and as he was doing this it unraveled. He removed all products except the sheath and started over. He then placed the catheter and deployed another azur cx .035 with no issues. No patient injury was reported.

Manufacturer narrative:
Items returned for evaluation: pusher, implant, non-terumo neuro snare device. Items not returned for evaluation: catheter. The visual analysis of the returned device found the pusher returned with no implant attached, the strain relief damaged and the outer sleeve broken at the distal end. The implant was returned stretched, separated from the pusher, and caught on a snare device. The investigation found the pusher's monofilament broken, which indicates that the device experienced a tensile break. The investigation of the returned coil system found the pusher strain relief damaged, the pusher outer sleeve broken at the distal end, and the implant stretched and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant and pusher damage, but the damage is consistent with the device experiencing forces exceeding the implant and pusher's yield strength. The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.